Event description:
It was reported that on (B)(6) 2010, the patient was hospitalized due to unstable angina pectoris. On (B)(6) 2010, a 3.0x28 promus stent was implanted in the proximal left anterior descending artery (lad) and a 2.5x28 promus stent was implanted in the mid lad. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2012, the patient experienced neck pain and discomfort and was hospitalized. Ischemia was confirmed and electrocardiogram showed possible myocardial infarction (creatine kinase (ck)=23 u/l (normal upper limit 16 u/l). On (B)(6) 2012, percutaneous coronary intervention was performed and the patient was discharged the same day. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the adverse event was in relation to a non-target lesion and the narrowing formed in a different segment of the vessel. The site assumes that both promus stents were patent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of pain, ischemia, and myocardial infarction are listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).